Event description:
Pt (patient) reports an issue with cadd legacy pump [serial: (B)(6), maintenance due 03/2025]. Pt is already connected to her back up pump, pt states that she is not sure but thinks she may have had a "no disposable" alert. However, pt states that she tried to restart/reset a couple of times and it did not work. Pt changed to her backup pump and is using the same cassette with no issues. Pump return tracking information is not available. Photographs were not provided position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Pt states so far no issues since restarting infusion with her back up pump. No further information provided. No side effects reported. Reported product fault occurred while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Device available for investigation pending return by pt. Pharmacy replacing device. Pt able to successfully continue their infusion. Infusion life-sustaining. Outcome resolved. Pt states that there was not much of an interruption in her infusion since she was able to change to her back up pump with her current cassette fairly quickly. No further info. Reported to (B)(6) by: patient/caregiver.